Event description:
Trial head popped off and was lost in soft tissue of obese pt. A portable x-ray was brought in and the surgery was extended 40 minutes. They are closing the pt without locating the trial.